Manufacturer narrative:
Corrected information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged and dropped into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.